Manufacturer narrative:
The commander delivery system was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A photograph was provided and revealed a pinhole was observed on the crimp balloon. During manufacturing visual inspections and tests are performed throughout the process. Per procedure, the balloons are 100% inspected dimensionally and visually. The flex tip outer diameter is 100% dimensionally inspected and verified. During flex catheter preparation the flex shaft is visually inspected for defects. The formed balloons are 100% inspected for fold pattern. During final inspection, per procedure, the guidewire shaft, crimp balloon to balloon shaft bond, flex shaft bond and flex shaft are inspected for defects. In addition, product verification (pv) testing is performed on a lot sampling basis. The device is visually inspected for physical damage. No failures occurred during product verification testing and the lot was released. The multiple inspections during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint.   A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the reported event.   A lot history review was performed and no other complaints for the reported event were noted.   A review of the complaint history from october 2019 to september 2020 revealed other similar returned complaints. However, no manufacturing non-conformances were identified during the investigations of the similar complaints.  Available information suggested that patient/procedural factors contributed to the event.   The IFU, device prepping manual, and procedural training manual were reviewed for instructions or guidance for proper preparation and use of the devices. The IFU provides contraindications and prohibitions for candidate patients. Do not use this device in patients who have the following (access vessel injury may occur): tortuous or calcified vessels that would prevent safe entry of the introducers and expandable sheath. In addition, and edwards expandable sheath (hereinafter, expandable sheath) that provides access into the target vessel while maintaining hemostasis and temporarily enlarges its diameter to allow for passage of the device. Do not use the thv in patients with femoro-iliac vessels diameters <5.5m for 20 / 23 / 26mm systems, <6.0mm for the 29mm system. The procedural training manual provides guidance on tracking over the aortic arch. Ensure the edwards logo is facing upon the delivery system, us 30-degree to 40-degree lao to provide view of the aortic arch and slowly rotate the flex wheel away from you while tracking over the aortic arch.  The procedural training manual provides instructions on thv retrieval through sheath. Thv can be retrieved through sheath only before thv deployment (still crimped), ensure the thv is centered on the flex tip, ensure delivery system is locked, verify the flex catheter is completely unflexed, retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip, ensure the edwards logo on the sheath handle is facing upward, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position and do not re-use the sheath, thv or delivery system once thv is retrieved. Do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again.   No IFU or training deficiencies were identified.   A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.    The complaint was confirmed for balloon leakage by the provided photo. However, the complaints for difficulty crossing the annulus and withdrawal difficulty valve, through sheath were unable to be confirmed as neither the complaint device nor applicable imagery was provided for investigation. Due to the unavailability of the complaint device, no manufacturing non-conformances were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies.   As reported, the patient has a ¿severe bend in the thoracic aorta.¿ if the physician performed valve alignment in a non-straight section of the aorta, it may have resulted in increased tension within the delivery system. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. The combination of the unseated valve and high alignment forces may have caused the valve to puncture the balloon, resulting in the observed pinhole tear.   Per report, ¿there was moderate calcification on the tip of all three native leaflets.¿ if the native valve was calcified, the resistance reported while crossing may have been due to interaction with calcification. Furthermore, the complaint description states, ¿the 26 mm sapien 3 valve could not crossed the native valve because the delivery system bend toward greater curvature of aortic arch as it was pushed.¿ a tortuous aorta may result in a non-coaxial interaction with the delivery system and valve, further contributing to the difficulties crossing.   As mentioned in the case notes, the delivery system got caught during withdrawal in the sheath housing. The training manual instructs for withdrawal of the delivery system with crimped valve to ¿withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.¿ if the undeployed valve was attempted to be withdrawn through the entire sheath, the valve likely caught in the hemostatic valves in the sheath housing, causing the observed withdrawal difficulty.   In this case, available information suggests that patient (tortuosity) and procedural factors (performing valve alignment in non-straight section of the aorta and retrieval of delivery system with crimped valve through sheath housing) may have contributed to the reported events and subsequent injury. However, a conclusive root cause could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assess and documented as part of a monthly review.  No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences (B)(4) affiliate, during a transfemoral transcatheter aortic valve procedure, slight resistance was experienced while advancing the commander delivery system over the aortic arch. The 26mm sapien 3 valve could not cross the native valve. There appeared to be intense resistance when attempting to cross and the delivery system bent towards the greater curvature of the aortic arch as it was being pushed. An attempt was made to cross the valve by expanding the delivery system balloon slightly, but the balloon did not expand. It was decided to remove the valve and delivery system. Difficulty was encountered when attempting to withdraw the delivery system/valve into and from the esheath. The valve and delivery system were withdrawn by ¿force" and an injection of propofol was administered into the sheath. While attempting delivery system withdrawal, the patient¿s blood pressure dropped. An angiography revealed an external iliac artery rupture. Ballooning and stent grafting were performed at the dissection site. Transfusion of red blood cell and platelet were given for ¿massive¿ intra-abdominal hemorrhage. A decision was made that no additional treatment could be administered and the procedure was aborted. As of postoperative day (pod) 4, the patient was stable. The device was discarded at the hospital due to infection. Upon removal from the patient, a pinhole was observed on the balloon near the triple marker. No damage was observed on the sheath. As reported, the patient¿s thoracic aorta has a severe bend, which was able to be ¿stretched¿ with a safari wire. There was no resistance experienced during insertion of 14 fr esheath into the patient. A balloon aortic valvuloplasty (bav) was performed with a 16 mm balloon with no difficulty. During preparation of commander delivery system, the balloon cover was removed without the use of tools. The delivery system was smoothly advanced through the esheath during insertion and no difficulty occurred during valve alignment. Per report, ¿they¿ believe that the valve and delivery system must be able to be withdrawn from esheath housing if the valve was drawn into the esheath. There was moderate calcification on the tip of all three native leaflets. The access vessel minimal luminal diameter (mld) was 6.0 mm. The access vessel calcification and tortuosity were moderate and moderate-severe, with a severe bend on the patient¿s thoracic aorta.